Manufacturer narrative:
Result: mounting bracket, glide rod.

Event description:
It was reported by service report that the siderail had fallen off. It is unk if there was pt involvement, however, no adverse consequences are reported.